Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in patient check, upon interrogation of the implantable cardioverter defibrillator, crosstalk was noted and safety pacing was in progress. The device was reprogrammed which resolved the crosstalk. The patient was stable.